Event description:
It was reported that the patient never received therapeutic effect. An undisclosed catheter problem was reported. Also, there was a pump alarm, telemetry had not been performed at the time the event was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter (model 8709sc, serial # (B)(4)) found indent in seal and occlusion related to complaint in the sutureless connector. Under microscope inspection, a circular indent could be seen in the bottom of the cup of the sutureless connector consistent with the inner diameter of the tip of the outlet port of the pump. A significant majority of the indent is located in the silicone material of the cup of the sutureless connector. This indicated that the connection between the sutureless connector and the pump's outlet port may possibly have been occluded.

Manufacturer narrative:
Supplemental submitted to update/correct conclusion codes. All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4).

Event description:
Additional information received reported that the patient was seen by the health care provider (hcp) because the low reservoir alarm was heard. It was noted that there was more medicine in the pump than on the printer logs. The pump was being used to deliver dilaudid. The hcp withdrew all the medication from the pump and filled the pump with saline. It was reported that a catheter study was attempted in 2011 and the catheter could not be aspirated. The patient had pain and less than 50 percent therapy relief. The catheter was replaced on (B)(6) 2013. The pump was programmed at 0.1 mg/day of 2 mg/ml dilaudid. The patient experienced itching 'all over' and the hcp decreased the pump to minimum rate. The patient was discharged on (B)(6) 2013 and was instructed to follow up with her doctor. Additional information received on (B)(6) 2013 reported that the patient experienced headache that worsened when she was upright and improved when she lay down. The patient was scheduled for another catheter dye study. The pump was in minimum rate mode as of (B)(6) 2013.